Event description:
During peripheral vascular angiography, the physician made a skin nick with the scalpel. As he moved the blade toward the scrub table while simultaneously pressing the button to retract the blade, the spring in blade seemed to have malfunctioned. Instead of retracting, it shot out with enough force that it lodged in the wall about 5-7 feet from the point of discharge. No injury noted to the pt or healthcare worker. The customer service representative filed a customer complaint. Tell the company to contact me if they want a sample for the manufacturer's investigation of the complaint.